Event description:
The customer reported being hospitalized for four days with diabetes ketoacidosis and high blood glucose over 900mg/dl. The customer was nauseated, hallucinating, running a fever, and the blood pressure was unstable and hyperventilating. The customer stated that she could not keep anything down while staying in a summer camp. Initially, the customer called to report that the insulin pump alarmed during the prime/rewind process, but later in the same day she was admitted. Advised the caller that the insulin pump should be returned. The customer mentioned being off the insulin pump since the last hospitalization. No further information was provided.

Manufacturer narrative:
The insulin pump received with prime alarms during the basic occlusion test due to protruded/loose drive support disk. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime alarm anomaly. The insulin pump passed the displacement test. The insulin pump was returned with a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.